Manufacturer narrative:
The lot number of the device is unknown, therefore, the manufacturer date is unknown. A visual examination of the returned device revealed that the exposed cutting wire was blackened. The cutting wire was intact. A functional evaluation found that the device would not bow as intended. The july 2008 15-month stonetome sphincterotomes product family trending report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
It was reported to boston scientific corporation in 2008 that a stonetome stone removal device was used during an unknown procedure on the day before. According to the complainant, "it failed to be bow like". The procedure was completed with a different device (product and manufacturer unknown). The patient complications were reported as a result of this event. Note: the event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the returned device, which was completed on august 01, 2008, revealed an MDR-reportable malfunction (blackened/charred wire). This manufacturer report is submitted based on the evaluation results.